Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the third firing of stapler, the jaws of the device lock on tissue and it did not cut at distal end. Manual cut was done to release from the device and suture at distal end.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the third firing of stapler, the device did not cut at distal end. Manual cut was done to release from the device and suture at distal end. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.